Manufacturer narrative:
Batch review performed on 25 may 2018: lot 1621564: 100 items manufactured and released on 27 july 2013. Expiration date: 2022-06-21. No anomalies found related to the issue. To date, 77 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on (B)(6) 2018 3 months after primary alif at l5-s1 the patient was complaining about pain. One screw was found broken but no implant removal was planned. Radiographic image quality doesn't allow a proper clinical evaluation.

Event description:
The patient had a primary alif at l5-s1. The patient came in complaining of pain. The surgeon determined that the screw broke. There is currently no plan to revise the patient.